Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed the pump supplies multiple times. Bolus corrections were attempted to be delivered in an attempt to lower the bg level. The customer's blood glucose (bg) level was over 700 mg/dl with a large level of ketones. The customer went to the emergency room and was admitted to the hospital for high bg and diabetic ketoacidosis (dka). The customer was treated with an insulin drip and saline. The customer was discharged on (B)(6) 2017 with the bg and dka resolved. The customer reverted to using insulin injections on (B)(6) 2017. Tandem technical support assisted the customer with loading new supplies onto the pump as the customer was to return to using the pump to manage diabetes.